Manufacturer narrative:
A compressor mini was reported giving low pressure alarm. The service engineer wrote that drainage valve needed to be replaced. Despite several reminders, this is the only information received regarding this complaint, which is not enough to determine the root cause of the reported failure. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. Poor compressor air supply, for example caused by a leaking drainage valve, will generate alarms on both the compressor and ventilator to alert the operator. As no part was sent back nor info if changing the part solved the issue, the root cause could be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref. #: (B)(4).